Event description:
Information was received indicating that when puncturing the patient with a smiths medical peripheral intravenous catheters (pivc)/jelco conventional jelco IV catheter, at the moment of insertion into the vein after the puncture, the catheter broke, and the needle transfixed it. The device had to be removed and the patient had to be re-injected. No patient consequences were reported. No adverse effects were reported.